Event description:
Exposed fiberglass on the top of the boot. No associated procedure. Intended case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted based on the results of investigation. Reported event: exposed fiberglass on the top of the boot. No associated procedure. Intended case type: tka. Visual inspection: inspection showed the top edge of the boot has some exposed chipped fiberglass, see attached picture product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 12-01-2017. Devices manufactured: (B)(4). Devices failed inspection: 0. Nc/npr/qt numbers: na. Product history review shows no non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n: 210080, lot number: 201743082803 shows 2 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4). Conclusion: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Exposed fiberglass on the top of the boot. No associated procedure. Intended case type: tka.